Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope. The right ventricular (rv) lead exhibited noise and loss of capture. This right ventricular (rv) lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.